Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent left retrograde pyelogram, left ureteroscopy with laser lithotripsy of stone, basket extraction of stone fragments, placement of stent (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with right salpingo-oophorectomy due to stress incontinence. It was reported that following insertion patient experienced pain, infection and dyspareunia. (B)(4).